Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-17063). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that an asymptomatic patient presented in-clinic for routine follow-up. Device could not be interrogated. Multiple attempts to interrogate the device in different rooms and different programmers were unsuccessful. Device was explanted and replaced.